Event description:
The customer reported tthat the system displayed grainy images. No pt injury was reported.

Manufacturer narrative:
The ge service rep powered the system and checked the image defaults. He changed the ip kernel threshold settings to 18/30: 12/30 from 999/999 and recommend not using low dose pulse if looking for higher quality image. He retrieved the log files and tested the resolution and kv tracking, both in proper range. The system is operating as intended. This MDR is related to ge healthcare complaint number.